Manufacturer narrative:
Returned for assessment was a venacure1470 laser (sn (B)(4)). Functional testing was performed on the returned unit. The unit passed all testing and met all acceptance criteria. The customer's reported complaint description of a patient with thrombus was confirmed based on information provided by the treating physician. Although the complaint is confirmed, a root cause cannot be determined. Thrombus is a known anticipated procedural complication. A review of the device history records was performed for the serial number (B)(4). The review confirms that the unit met all material, assembly, and performance specifications. A review of the service order database for the reported serial number noted that no repairs, servicing, and/or upgrades have been made since the unit was manufactured. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
On (B)(6) 2014, a (B)(6), male patient presented for an evlt procedure. The procedure was successfully completed with no reports of complications or device malfunctions. Ultrasound guidance was used during the procedure. During post procedure follow up, on (B)(6) 2014, the patient experienced complete occlusion of the left greater saphenous vein with extension of thrombus approximately 0.5cm into common femoral vein. Remaining veins are patent with no deep vein thrombosis. On (B)(6) 2015 in a follow up visit, it was reported the patient was doing well and suffered no permanent harm or injury due to the event, and shows no signs of thrombus. As a precaution, the customer has requested the facility's laser be evaluated by the manufacturer. The unit has been returned to the manufacturer for evaluation.